Event description:
It was reported that a pump has a system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The unit was received with the reported symptom of a system error 105 alarm caused by a failed motor (seized). The motor assembly was replaced.